Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v113344, implanted:(B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v088235, implanted:(B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 64002, lot# n286726, implanted:(B)(6) 2012, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had dyskinesia symptoms since (B)(6) 2015. The patient had contacted their healthcare professional (hcp) about the symptoms. The patient¿s implantable neurostimulator (ins) was replaced the day prior to this report due to normal battery depletion. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.